Event description:
During laparoscopic cholecystectomy, physician experienced difficulty with trocar entry. No injury found during procedure. Pt returned 6 days postoperatively with sepsis. Bowel injury due to trocar found upon return to surgery. Pt expired 21 days post laparoscopic cholecystectomy.